Event description:
It was reported that before an unknown procedure, the scrub nurse assembled the device but before handing it to the consultant she noticed that the shaft would not rotate. She first changed the handpiece (hp054) but when that didn¿t make a difference she changed the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was connected to a handpiece and could be rotated with no anomalies noted. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The blade broke off during analysis. The breakage was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.